Manufacturer narrative:
It was confirmed that the cause of the event was user error as the patient was placed on the wrong end of the stretcher causing it to tip. It was also noted that the user facility was using an incompatible mattress with the stretcher during the event. A visual and functional inspection was performed by the stryker field service representative who determined that the stretcher was functioning to specification and no defect was found.

Event description:
It was reported that a user was injured when trying to prevent a patient from falling off the stretcher during a patient transfer. It was alleged that the user received a lower back strain and was prescribed medication. The patient was not injured during the event.